Event description:
During a tooth polishing procedure being performed by the dental hygienist, the tip of the head along with the prophy cup dislodged in the patients mouth and was swallowed by the patient. Due to the parts being swallowed the patient was referred to a doctor for chest and abdominal x-rays. The results of the x-ray's indicated that the parts were in the abdomen and not the lungs. There have been no reports of adverse effects from the patient swallowing the parts, and the patient was expected to have passed the parts through the digestive tract without issue. Follow up imaging was scheduled for the patient to ensure that the parts did pass through the patients digestive tract without issue but the results of the imaging are unknown at this time. A follow up report will be made if nsk is made aware of any adverse effects to the patient as a result of the incident.